Manufacturer narrative:
The insulin pump was received with unable to prime due to broken off the end cap. The insulin pump had cracked reservoir tube lip.

Event description:
The customer reported via phone call that they were unable to exit the preparing to prime loop. The customer reported that they did not receive second series of beeps nor did numbers appear on the screen after holding down the act button. The customer's blood glucose was 231 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to revert to back-up plan. The insulin pump will be returned for analysis.